Event description:
It was reported that a patient underwent a laparoscopic bilateral inguinal hernia repair procedure on (B)(6) 2015 and absorbable straps were used. The surgeon attempted to use the device and fire straps, but the device jammed. The procedure was completed with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the device worked as intended, but the cannula cap was not attached to the cannula tabs. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.